Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. Following the evaluation of release criteria, a pericardial effusion was found in the middle of the laa and the patient experienced hypotension. Pericardial effusion could be seen on both digital subtraction angiography (dsa) and intracardiac echocardiography (ice). Pericardiocentesis was performed to drain the effusion. The patient was given dopamine and sedative medication. After one and a half hours of stability, the patient was given two doses of protamine, and the pericardial effusion rapidly increased. The patient was transferred to cardiac surgery, and a thoracotomy was performed. The patient was stable and to be discharged home nine days post procedure.